Event description:
The user received questionable anti-hbs (antibody to hepatitis b surface antigen) results for two patient samples from the cobas e601 analyzer. Of the provided data, the results for one sample were discrepant. The initial result was > 1000 u/l and repeat result was 1112 u/l with a 1:10 dilution. The sample was tested on the axsym analyzer and the result was 53 u/l. No adverse events were alleged regarding the discrepancies. The lot number of the anti-hbs reagent was not provided.

Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 33,058 joules. The device was not returned for eval.

Manufacturer narrative:
Two samples were provided for investigation. The customer's results were verified. The samples were further tested on another competitor assay siemens centaur, and the values obtained were higher than 100 u/l. A specific root cause could not be identified. No detailed patient data was provided in this case. Other testing, such as hbsag as well as anti- hbc were unknown. The clinical status of the patients could not be concluded. Despite the different values obtained from the two assays, there was no essential difference in the result interpretation. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).